Event description:
Intera oncology received a report of a pump not flowing. The pump was implanted on (B)(6) 2025. The first refill was on (B)(6) 2025, and the residual volume was 28 cc of hep saline with dexamethasone. The patient went home and put heat on it and return to clinic on (B)(6) 2025, and the residual volume was 28 cc of hep saline with dexamethasone. The clinic is taking patient back for a second haps scan to look at patency.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29726471, was reviewed. The pump was manufactured on may 30, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. According to the physician, the patient did not experience any adverse effects. The haps scan result was normal. The physician also discovered that his partner accidentally aspirated the pump after injecting the methylene blue in the or, so he had concern for a clot. Given this, the physician decided to proceed with tissue plasminogen activator (tpa) on (B)(6) 2025. The tpa was successful, and the pump is flowing appropriately. In addition, thrombosis is a known adverse event on the labeling of the intera 3000 pump.